Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event. This event occurred in the therapy initiated on (b)(6 2015 at 22:59:21. During night drain cycle five, the patient's ultrafiltration reading was 2043ml, indicating the home patient drained 1643ml more than their maximum programmed fill volume of 2000ml. No additional information is available.